Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) and chr(complaint history record) review cannot be completed for the given serial number (B)(4) as there was no information available in sap for the particular serial number.

Event description:
(B)(4). Case description: tech called in for help on 8100 unit serial # 1471815 failure device type: failure problem type: failure mode: case resolution: tech called in with error on 8100 unit "check IV set" before call in tech had replace both pressure sensor & ail sensor and still get same error message explain to tech after replace pressure sensor and its ok to replace both sensor and they are use bd parts, and still get same error message unit has to come in for services repair, confirm level one quote for services repair tech will call back once he has po# setup for services. Tech thank me for my assist.